Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed oversensing with short v-v intervals and high thresholds. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.